Event description:
As reported by the user facility: when it was being removed from the patient, the anesthesiologist noticed a different feeling when lightly pulling on the item. When fully removed they noticed the last estimated 3 to 4 inches of the catheter, was no longer attached to the rest of the item. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two severed portions of one used catheter sample were provided for evaluation. Upon visual inspection of the returned samples, the used catheter showed to be sheared into two pieces. The catheter was stretched and severely damaged. Per the manufacturer's investigation, the reported defect was unable to be confirmed as a result of any manufacturing process and is believed to have occurred during application. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.